Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -9.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to lens tear break during loading. A replacement lens was later implanted, and the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).